Event description:
Explanting physician reported capsular contracture baker grade IV the ultrasound findings of "several cystic nodules less than 5mm, lymph node in right armpit of 2,5 x 1,3". And the pathology findings of "fibrosis and chronic lymphadenitis in probable relation with siliconoma". The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported capsular contracture baker grade IV the ultrasound findings of "several cystic nodules less than 5mm, lymph node in right armpit of 2,5 x 1,3". And the pathology findings of "fibrosis and chronic lymphadenitis in probable relation with siliconoma". The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule-ndr: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued h6 (health effect - impact code): f2201, f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, lymphadenopathy, silicone migration, granuloma

Event description:
Explanting physician reported capsular contracture baker grade IV the ultrasound findings of "several cystic nodules less than 5mm, lymph node in right armpit of 2,5 x 1,3". And the pathology findings of "fibrosis and chronic lymphadenitis in probable relation with siliconoma". The device has been explanted and replaced with a non-allergan device. This record relates to the right side.